Event description:
The pump was returned for investigation. Investigation revealed an internal battery malfunction and a cracked battery case. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review showed evidence of a time/date reset after 3 min of a power-on-reset on (B)(6) 2013. The pump powered on and displayed ¿verify¿ on the screen. The display was observed to be dim and faded. The pump passed the ¿ez-prime¿ steps and was exercised for24 hours with no alarms. The unit was powered ¿off¿ for 6 hours, then powered ¿on¿ and the time/date was observed to have reset to the default settings. The pump was unable to maintain time/date settings after less than 24 hours of a power on reset. The pump was opened to investigate and an internal battery malfunction was observed to have occurred. The battery compartment was observed to be cracked from the finger pad down to the sealing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).